Event description:
During a routine shift check by a clinician, the device failed to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the facility's biomed departmemt attributed the malfunction to the device's multi-function cable.